Manufacturer narrative:
(B)(4). Medical devices: 00631005832, xlpe liner, 60871880; 00801803202, cocr femoral head, 61366832; 00620005822, trilogy cup, 61350537; 00784802201, kinectiv neck, 61308791; 00625006535, bone scr 6.5x35 self-tap, 61371960. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 03056; 0002648920 - 2018 - 00465; 0002648920 - 2018 - 00464 ; 0001822565 - 2018 - 03058.

Event description:
It was reported that the patient experienced a blood loss of 800 cc during an initial hip arthroplasty procedure. A transfusion was needed after the initial procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of the provided surgical notes. Device history record (DHR) was reviewed and no discrepancies were found. Surgical notes were received and confirm that the patient underwent an initial left total hip replacement the estimated blood loss during the initial procedure was 800 cc. The patient received a blood transfusion during the procedure. Root cause was unable o be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.